Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock lead impedance measurements were detected on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device and lead remain in service.